Event description:
It was reported to boston scientific corporation that a polaris loop ureteral stent was used during a transureteroscopic lithotripsy procedure in the ureter, performed on (B)(6) 2023. During unpacking, it was found that the stent was fractured. Another polaris ultra ureteral stent was opened and used and successfully completed the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block h6: imdrf device code a0401 captures the reportable event of stent shaft break.

Event description:
It was reported to boston scientific corporation that a polaris loop ureteral stent was used during a transureteroscopic lithotripsy procedure in the ureter, performed on (B)(6) 2023. During unpacking, it was found that the stent was fractured. Another polaris ultra ureteral stent was opened and used and successfully completed the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block h6: imdrf device code a0401 captures the reportable event of stent shaft break. Block h10: the returned polaris loop ureteral stent was analyzed, and a visual evaluation noted that the stent shaft and both loops were detached. The positioner and the suture were not returned. A photo of the device was also attached, and it was observed that the stent shaft and the loops were detached. A functional analysis was performed, a mandrel of 0,039" was used and it passed through the stent without resistance. No other problems with the device were noted. The reported event was confirmed. Based on all the gathered information, the stent shaft and both loops detached, and the suture not returned indicates that it was removed, and the stent was used. According to the evidence, it is possible that operational factors, interaction of the excess force during interaction with the suture string such as an entanglement before their use could have caused the detachments that was observed. Consequently, this affects the performance of the device. Therefore, adverse event related to procedure is selected as the most probable root cause for the complaint.

Event description:
It was reported to boston scientific corporation that a polaris loop ureteral stent was used during a transureteroscopic lithotripsy procedure in the ureter, performed on (B)(6) 2023. During unpacking, it was found that the stent was fractured. Another polaris ultra ureteral stent was opened and used and successfully completed the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Imdrf device code a0401 captures the reportable event of stent shaft break.